Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr). After de-airing the system per the instruction for use (IFU), with two slow translations, the system looked airless. The clip delivery system (cds) was brought from a horizontal to a vertical position. Air was then observed in the cds sleeve shaft. Additional translation was performed to remove the air. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the tcds cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.